Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 560 mg/dl, associated with inaccurate delivery reportedly, the patient remained on the pump, then discontinued pump therapy for 24 hours, and then resumed with the same pump. It was reported that the patient was going to see their endocrinologist and has not received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings. The patient stated they are changing the infusion set every five days and changing the basal rates on their own. The patient refused any additional troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with use error as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2017. The black box indicated a manual suspend at 11:27 on (B)(6) 2017 followed by the pump being powered off at 19:12 on (B)(6) 2017. The pump was powered back on and deliveries resumed at 10:22 on (B)(6) 2017. The black box showed an unexplained reboot on (B)(6) 2017 at 08:05 and deliveries resumed at 10:20. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).